Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample has been received for evaluation. However a no sample investigation has been completed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6199034. Upon completion of the sample investigation, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a pharmacist tried to activate the safety shield on a bd eclipse¿ needle but the shield broke off causing a needle stick injury. The pharmacist received post exposure bloodwork and care.

Manufacturer narrative:
Investigation results: a sample was not returned for evaluation. A review of the device history record was not performed as a CAPA exists for this reported defect. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Although the defect was not confirmed for this instance, bd has investigated following the CAPA process a similar reported issue and actions have been initiated. If samples are received in the future the complaint will be re-opened and re-investigated.